Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic for follow-up. Device was post-paced t-wave oversensing on the ventricular channel via review of stored egms. Programming changes were made. Patient condition was good.